Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer initially provided the information in this report as a voluntary event report submitted directly to FDA, report number mw5080217. Roche tried contacted the reporter of the event to verify the information that they had been provided, but further clarification has yet to be provided. The customer stated that from their coaguchek xs meter, serial number not provided, they obtained a result of 4.7inr. The customer informed the person responsible for monitoring their blood results and they recommended that the customer holds off on 2 warfarin doses. The customer withheld their dosage for 2 days. The customer had a transient ischemic attack (tia) and had to be admitted to the emergency room. The tia lasted 15 - 20 minutes and the customer's left half of their body was numb along with slurred speech. While in the emergency room the customer had a result of 1.2 inr from an unspecified method. The customer was admitted to the hospital for 1 night and released the next morning. The customer's therapeutic range is 2.5 - 3.5 inr. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
No product was returned for investigation. The cause of the event could not be determined.